Event description:
Customer reported that spouse found her on dining room floor. The paramedics were called to treat high blood glucose. The current blood glucose reading is 266 mg/dl. Customer unable to upload to carelink. Explained to customer the proper handling of the sensors and insertion location. Customer was not following the correct procedure. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.